Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings:evaluation revealed that the battery compartment is cracked along the side on threads, display is dim/fading/reddish, investigation completed with returned battery cap. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6)

Event description:
The pump was returned for investigation. Evaluation revealed a cracked battery compartment and a dim/fading/reddish display. This report is made based on results of investigation completed on (B)(6) 2015.